Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after filling a cartridge with room temperature insulin. Reportedly, the cartridge was filled with 270 units. The customer's blood glucose level was 198 mg/dl. During a follow-up call on (B)(6) 2017, the customer loaded a new cartridge onto the pump.